Event description:
A hospital biomedical engineer reported that a bipap synchrony, a non-invasive positive pressure ventilator, was inadvertently turned off during the transport of a (B)(6) pediatric pt to his daycare facility. The pt allegedly became cyanotic as a result of the loss of supplemental oxygen and bi-level therapy. As a result the pt was taken to the hospital in respiratory distress. The pt was admitted to the hospital, placed on oxygen and continues to be monitored to date. Follow-up with the biomedical engineer stated that the healthcare providers transporting the pt determined they were unaware that the device was inadvertently powered down, and how long the device was not delivering therapy to the pt. Investigation of the incident by the MFR has determined the pt has been diagnosed with a chronic neurological condition that compromises his ability to maintain adequate spontaneous ventilation. According to downloaded memory data from the bipap, the pt was using the device 24 hours per day. The product users manual states the intended use of the device "is to provide non-invasive ventilation in adult pts weighting greater than (B)(6) for the treatment of respiratory insufficiency (a condition in which the pt can continue without ventilation for some period of time, such as overnight) or obstructive sleep apnea."

Manufacturer narrative:
Investigation also determined that the device was being used invasively when the event occurred (connected to the pt's tracheostomy tube). The product user's manual states that "the device is intended for use with nasal masks and full-face masks." Eval of the pt data file recorded by the device (prior to the event) indicates the device was being used 24 hours per day. The log file indicates the device was turned off for approx 10 minutes on the date of the event. The MFR concludes that this is when the alleged event occurred. The device was evaluated by the hospital biomedical department and was reported to function normally. The device was then evaluated at the manufacturer's international service center and passed all system testing performed. The device was returned to the united states for an investigation by the manufacturer's engineering department. The engineering investigation concluded that there are no functional problems with the returned device that would cause or contribute to the reported incident. Upon review of available data the MFR concludes the device was being used in the following off-label manners: providing therapy to a pediatric pt weighing less than (B)(6); the device was being used invasively; the device was being used on a pt unable to continue breathing for extended periods of time (such as overnight) without assistance. The MFR cannot determine why the healthcare providers did not detect the device's on/off switch was inadvertently turned off and immediately turn the device on to re-initiate pt ventilation. The device is not designed to generate an audible or visual alarm when the on/off button is used to power off the device. The cessation of ventilation (both audibly and visually) when the device is powered off is obvious due to the absence of sound from the ventilator drive circuitry, airflow, and ventilatory therapy of the pt. A review of the manufacturer's complaint file database revealed there have been no other complaints indicating users either inadvertently or unintentionally powered off a device during therapy or while being transported during therapy. The hospital and health care providers have been contacted and informed of the intended use of the device. The hospital biomedical engineer confirmed the hospital does have the product user manual for the affected device. Based on these findings the MFR concludes that no further action is indicated and that the probability of a device being inadvertently powered off during therapy is remote.